Event description:
It was reported that on (B)(6) 2010, due to stable angina and in-stent restenosis of an unspecified drug-eluting stent, the patient underwent the index procedure with the deployment of one promus stent to the mid ramus artery. Residual stenosis was 0 % with timi 3 flow. Aspirin and clopidogrel were administered. On (B)(6) 2010, the patient was discharged from the index hospitalization. On (B)(6) 2010, the patient was admitted with lightheadedness, chest, and left arm pain. Electrocardiogram revealed non-specific st-t wave abnormalities. The patient's cardiac markers were negative. The patient's nuclear stress test was reported to reveal ischemia in the lateral region. Catheterization showed in-stent restenosis of the ramus. An unspecified drug eluting stent was deployed to the ramus artery. The event was considered recovered or resolved. On (B)(6) 2010, the patient was discharged. In the investigator's opinion, the event of in-stent restenosis was considered moderate in intensity, not related to the study drug, related to the study device and not related to the study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. (B)(4) - patient selection. There were no reported product deficiencies. Angina, ischemia, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat a restenosed previously stented lesion. It should be noted that the IFU (section 2.0) states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.